Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: a representative of (B)(6) informed cook on 09may2023 of an incident involving a ncircle tipless stone extractor (rpn: ntse-022115-udh) from lot # 15231705. As reported, the basket of the ncircle tipless stone extractor would not open. There were no adverse effects to the patient reported. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the device were conducted. The product was returned to cook for evaluation in an opened pouch. The basket sheath had been pulled away from the support sheath. The handle would move the basket wire in and out of the sheath, but the basket would not open. The non-conformance detail report recorded that 1 device was found to have "unglued flared tubing on sheath" in which one device was scrapped. Because adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be conclusively determined. The returned device was found to have a basket that would not open due to separation of the yellow support sheath and basket sheath. Visible inspection of the joint between the two sheaths did not observe glue residue, however cyanoacrylate adhesive does not always leave residue, so a manufacturing issue could not be confirmed. The complaint device had passed multiple in-process inspections steps for functionality, and it was also possible the device experienced forces during use that cause the sheath separation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510k #¿ exempt . H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of an ncircle tipless stone extractor would not open. There were no adverse effects to the patient reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.